Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported part number and pricing for a gas delivery engine on the avea ventilator. At this time, there is no information regarding issue with the device. The customer reported there was no patient involvement associated with the reported event.